Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, versajet handset was unable to be inserted into the console. The piston chamber seems to be frozen up or out of alignment to receive orange key cartridge. This was their first-time using console. The console was then tested by the sales rep by trying to insert his own demo handset into console, and it did not work either. No case involved; therefore, no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended to be used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root cause may include, corrosion or a blockage, no lot/serial number has been provided, therefore a review of the device history cannot be completed. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.